Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated the criteria for the right ventricular lead integrity alert were met. Fifteen non-sustained tachycardia episodes with v-v intervals <(><<)> 220ms between (B)(6) 2014 and 293 short interval counts (sic) were observed (B)(6) 2014. A lead failure predictor was triggered on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted into the emergency room due to a triggered lead integrity alert. The lead was capped and replaced due to oversensing. No patient complications have been reported as a result of this event.